Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Investigation summary: a sample was returned to sbdm, lot number is 1103222. Visual inspection of received sample: there was a fm in the syringe barrel. Infrared spectrometry (ir) analysis: based on infrared spectrometry (ir) analysis of the complaint sample, the fm is same component with raw material of stopper (talc). House sample inspection: sbdm conducted visual inspection, total 30 house samples of the complaint product (syringe 10ml 18g 1-1/2in, lot no. 1102272, 1103222 & 1104192), there was no defective product found in them. DHR review: sbdm review the manufacturing record of complaint sample (lot no. 1103222), there is no issue while manufacturing. Customer complaint record review: sbdm reviewed the customer complaint record of complaint sample, there was no similar issue of the same product from other customer. Root cause: from investigations, the 10ml syringe stopper components are injected in the injection machine on high temperature and high pressure. It is likely that tpe (thermo plastic elastomer, raw material of 10ml syringe stopper) burr may be formed in the high pressure while injection process. Also, the burr was separated in the syringe assembly process and stocked in the syringe tip due to static electronics. It is assumed that the fm is a burr of the stopper and the syringe assembly line inspector could not find the fm and it caused this complaint case. Corrective actions: quality training on this customer complaint for syringe manufacturing process workers and quality inspectors. Conduct intensive maintenance & cleaning for 10ml syringe stopper injection mold. Monitoring of syringe manufacturing process to see if the same complaint case occurs again. Implementing 100% visual inspection on syringe packaging process, and had retrained on inspection method for packaging inspector due to this complaint case effective.

Event description:
It was reported that foreign matter was found in the syringe 10ml 18g 1-1/2in. The following information was provided by the initial reporter: "foreign matter".